Manufacturer narrative:
Tibial implant loosening was reported. Patient was revised to an off the shelf knee implant system. Review of the device history record indicates the device was manufactured to specification.

Event description:
Tibial implant loosening was reported. Patient was revised to an off the shelf knee implant system.